Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the needle shaft was broken off at the needle point of the scorpion¿ needle, capsuleclose. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, warning for scorpion products-to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid dry, repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic hip labral repair surgery the needle broke while trying to pass the repair suture through the hip capsule tissue. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.